Event description:
(B)(4).

Manufacturer narrative:
The product was investigated and found to be in good working order. The latches on the sling bar were already replaced by the customer. The most probable cause to this event is incorrect application of the sling to the sling bar. The product was repaired and the customer will be recommended to perform training for the staff on proper lifting technique.